Event description:
Per the clinic, the patient experienced swelling and exudation at the implant site (specific date not reported). The patient was treated with cephalosporins for 2 weeks (date not reported), and underwent a procedure to drain the site (date not reported), however, the issue could not be resolved. Subsequently the patient experienced a broken skin flap resulting in exposure of the implant body. The device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
This report is filed may 23, 2014.

Manufacturer narrative:
(B)(4). Device not received by manufacturer.